Event description:
It was reported that while lowering the patient table, the front translation chain and sprocket came off the drive shaft while at approx 45 degrees. The table twisted and the table's foot end hit the floor and would no longer drive. There was no patient injury. The concern is for a serious injury.

Manufacturer narrative:
A ge field service engineer has repaired the site. Investigation of this event is on-going.